Manufacturer narrative:
The reported complaint of tcmid:06 was confirmed during functional testing of the thermogard xp ivtm console (s/n: (B)(4)) and review of the retrieved event log. The root cause of the issue was due to a malfunction with the cooling engine compressor. The thermogard xp ivtm console is a reusable device and was manufactured january 2012. Therefore, an issue with the cooling engine is characteristic of normal wear for the life of the device. Unrelated to the reported complaint, physical damage was also observed to the console's display and top lid. Upon customer approval, the cooling engine and the damaged parts will be replaced and the device will be further tested to full specification. Historical complaints was reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During patient use, it was reported that the thermogard xp ivtm console (serial (B)(4)) displayed a tcmid:06 error message. The patient completed their temperature management therapy with cooling and warming blankets. There is no known patient consequence reported.